Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop occurrence: inhalation autozero failure. No patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) found crimped tubing between the inhalation solenoid and sensor pcba. The device would not pass extended self test upon arrival. The manufacturer's field service engineer corrected the tubing and the issue resolved. There were no parts replaced.